Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific that a tria ureteral stent was opened to be used during a ureteroscopy procedure in the kidney, ureter, bladder performed on (B)(6) 2023. During preparation, when the device was unpacked, it was noted that the stent was broken into two pieces along the shaft. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event.